Manufacturer narrative:
(B)(4). Batch # t5az4w. Device analysis: the analysis found that one pcee45a device was returned with the anvil bent upwards and with one gst45d cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damage. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event is unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a uniportal partial pneumonectomy, the knife did not return to home position at the first firing. The manual override lever did not function. It was unknown that a forceps was used together since the procedure was uniportal procedure. Another device was used to complete the case. The surgeon used the replacement and cut the tissue and removed without changing the procedure. After that, the surgeon forced to open the jaw. There was no bleeding with the patient and he is stable there were no adverse consequences to the patient.